Manufacturer narrative:
The complaint is being reported due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if the reported malfunction were to recur, it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted surgical procedure, error 297 occurred on the illuminator and it would not turn on. The customer was recommended to checked the illuminator cables but the issue persisted. The customer replaced the illuminator with a third-party unit and the procedure was completed with no report of patient harm, adverse outcome or injury. Intuitive surgical, inc. (Isi) contacted the site and obtained additional information regarding the reported issue: the illuminator was working at the beginning of the procedure but then stopped working. The patient had already been administered anesthesia and ports were placed. Instruments were being used at the time of the issue but there was no reported injury to the patient. The customer performed all troubleshooting steps without success.

Manufacturer narrative:
A field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The reported complaint was confirmed based on the field evaluation. The fse replaced the illuminator to resolve the reported issue. The system was tested and verified as ready for use. As of the date of this report, intuitive surgical, inc. (Isi) has not received the illuminator for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the product involved with this complaint and completed the device evaluation. Failure analysis investigation was able to replicate/confirm the reported issue. The unit was installed into an in-house system and tested. Upon power up, it was confirmed that there was no power to the unit. The fuse was checked and still found to be in good condition. A visual inspection was performed and no issues were found. The unit would be sent to the original equipment manufacturer (OEM) for repairs.